Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 303129 and lot number 221206. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, forty (40) unused needles were provided for evaluation by our quality team. The needles were used to puncture a laboratory vial (plastic stopper) and no difficulties were identified. After puncturing the vial, the needles were microscopically examined. No particles were observed to indicate vial stopper fragmentation and the bevels maintained proper form. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. It is possible that the stopper conditions and the handling of the product had a role in the reported incident. The needle should penetrate the vial stopper at a ninety-degree angle to minimize the risk of catching the internal wall of the vial stopper. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that while using the bd® blunt fill needle a fragment of rubber passed into the syringe. The following was provided by the initial reporter: incident description: "the incident is reported to sinea (adverse event reporting system), by an anesthesiologist in the operating room: "when loading the remifentanil I noticed a fragment of rubber that had passed into the syringe from the puncture of the vial with the thick loading needle. It is a fragment that is difficult to see and is very likely to go unnoticed when loading many types of medication. We also detected the problem with propofol loading more than a month ago (B)(6) 2023)." Consequences for the patient: none.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd® blunt fill needle a fragment of rubber passed into the syringe. The following was provided by the initial reporter: incident description: "the incident is reported to sinea (adverse event reporting system), by an anesthesiologist in the operating room: "when loading the remifentanil I noticed a fragment of rubber that had passed into the syringe from the puncture of the vial with the thick loading needle. It is a fragment that is difficult to see and is very likely to go unnoticed when loading many types of medication. We also detected the problem with propofol loading more than a month ago ( (B)(6) 2023)." Consequences for the patient: none.